Event description:
I received polyurethane saline breast implants mcghan 168. One was defective, and burst open leaked out and my beautiful son now suffers new illness which will most likely take his life as I sit and suffer life threatening illness as well. I want you to know when I get to heaven, I will speak to the lord all of you and I will be sure the FDA is at fault of allowing this terrible act to go unheard and children left to suffer. Maybe you don't believe in god. If I were the FDA, I would hear the lord. I know I am not the only one who has brought this matter to the highest court and judge of all. Why you sit and allow this terrible harm and why? Why risk your eternity? Yes you. As you see above these things are unk; the reason these things are unknown is because the doctor did not follow what is supposedly written for them to do when they have a capsule contracture or a nodule found in saline breast implants especially the textured mcghan 168. I never did receive the proper test and I am sick, so you need to take it up with the medical board and make sure that they test these women and children, and you should bring about the evidence that you're keeping and hiding that prove these children are getting sick and dying because of this as well; that's something you should do, "I shouldn't feel it out, other people shouldn't be harmed, you should stop this, it's your job."